Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of hypotube break 33cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a kinked shaft occurred. The 95% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to treat the target lesion. During procedure, the shaft of the device got kinked before crossing the lesion. The physician tried to dilate the lesion utilizing a non bsc device, however, the balloon was ruptured. The procedure was discontinued and was schedule to be performed on a different day. No patient complications were reported and the patient's status was good. However, device analysis revealed a hypotube break located 33cm from the strain relief.